Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was over 900 mg/dl at the time of the event. Prior to the event, the insulin pump alarmed no delivery. Nothing further was reported.